Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not following the correct procedures for alarm recovery. The user's guide provides adequate instructions for troubleshooting air alarms. Review of the treatment log files confirm the cycler alarmed appropriately to the presence of air. There is no indication of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional info will be provided.